Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi airseal 12/120mm lpi port was being used on (B)(6), 2023 during an unknown procedure and ¿on the noise reducer cap, the blue triangle, broke off and fell into the patient- piece was retrieved. No delay no harm¿. There was no injury or impact to the patient or user. After further assessment it was found the procedure was completed. There was no medical/surgical intervention required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 33 reports, regarding 37 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi airseal 12/120mm lpi port was being used on (B)(6) 2023 during an unknown procedure and ¿on the noise reducer cap, the blue triangle, broke off and fell into the patient- piece was retrieved- no delay- no harm¿. There was no injury or impact to the patient or user. After further assessment it was found the procedure was completed. There was no medical/surgical intervention required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.